Manufacturer narrative:
(B)(4)the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a downstream occlusion alarm was confirmed but not duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. However, as a precaution, the pumphead module was replaced. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a downstream occlusion alarm. It is unknown when or in which care area this event occurred. This event may have been a false downstream occlusion alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.